Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 100% to 5% within one day. Customer reported blood glucose level was 80 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.